Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery with heavy calcification. A herculink elite 5.x12mm stent delivery system (sds) was advanced and withdrawn with resistance due to patient anatomy. The stent dislodged from the balloon inside the patient anatomy. The physician successfully retrieved the stent via cross-over with a snare. Another unspecified stent was then used to finish the procedure. No resistance was noted while removing the sds from the dispenser coil. No resistance was noted during removal of the stylet/protective sheath. The sds was prepared in accordance with the instructions for use (IFU) prior to use. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported dislodgement was confirmed. The reported failure to advance could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported failure to advance, stent dislodgement, and subsequent treatment appear to be related to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.